Event description:
Customer reported pump unexpectedly displayed reset screen. Customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. Customer was informed that reset was due to a routine check, and it is a safety feature. Customer acknowledged information and was educated on the effects of the reset, successfully resuming insulin afterward.